Event description:
The customer reported that the insulin pump did not alarm no delivery when he experienced high blood glucose. The customer removed the infusion set and he noticed that the cannula was bent. A high pressure test was not performed due to luck of tubing clamp. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.